Manufacturer narrative:
The reported field event of low battery longevity reading was confirmed in the laboratory and was due to device exposed to below freezing temperature. Exposure of the device to freezing temperature can result in a temporary low battery voltage measurement at time of implant or shortly after implant. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that at pre-implant interrogation, this new device showed a battery bar graph showing 10% longevity remaining. It was noted that the device had been previously interrogated a few weeks ago and the case was canceled at the last minute. The device was exposed to cold temperatures.